Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg is superficial and is causing discomfort. As a result, surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on 12 jun 2019. The issue is resolved.